Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (150 mcg/ml at an unknown dose), bupivacaine (20 mg/ml at an unknown dose), baclofen (3000 mcg/ml at an unknown dose) and dilaudid ("2000 mg/ml" at an unknown dose) via an implantable infusion pump. The indications for use were noted to be spinal pain and non-malignant pain. It was reported that the patient's first pump failed. She said during that time she was "very, very sick and it was really rough." She stated that the issues occurred 5 weeks before the implant of her current pump, which occurred on (B)(6) 2018. No other information was provided. No further complications were reported.